Event description:
Related manufacturer report number #2916596-2021-00851. It was reported that the mpu has a v-lock connector on the a/c power cord. The account also communicated that it is unknown if the power cord came loose at the wall/outlet or from the back of the unit or if any environmental circumstances affected the a/c power at the time of the event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) (serial number: (B)(6)) was confirmed via the submitted log file. The submitted log file contained approximately 14.5 days of data (25jan2021 ¿ 09feb2021 per the timestamp). The log file captured low voltage hazard alarms and a no external power alarm on (B)(6) 2021 from 01:35:06 to 01:35:31 due to temporary losses of power while connected to the mobile power unit (mpu). The alarms cleared when power was restored to the mpu. The system controller backup battery supplied power to the system during the losses of external power and pump function was not affected. The pump maintained a speed above the low speed limit through the events of the log file. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the mobile power unit, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mobile power unit was shipped to the customer on 30oct2019. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the power cable disconnect, low voltage hazard and no external power alarms conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) section 3, entitled ¿powering the system¿, explains the various ways to power the heartmate iii lvas, including how to properly use the mpu and the actions to take in the event of a power failure. Heartmate 3 patient handbook section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the mpu. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting/cleaning mpu. The heartmate 3 patient handbook and the heartmate 3 instructions for use (IFU) caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
No external power events were captured on (B)(6) 2021 while using mobile power unit (mpu), indicating mpu lost power enabling backup battery until power was restored to the mpu. The mpu is currently operational and was not returned. The mpu had a v-lock connector on the a/c power cord.